Manufacturer narrative:
The product within kit involved in the event was not returned for evaluation. A device history record review was completed, no anomalies or contributing issues were documented during manufacture. Every kit for this customer is verified prior to sterilization. The site has a gowning procedure in place to minimize chance of hair being introduced during assembly process. Based on the investigation, it was determined that assembly operators did not pay attention to detail when inspecting the components allowing a hair to be sent to the customer. Assembly operators were retrained. All teammates have been made aware of the seriousness of this situation. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Manufacturer narrative:
The product involved in the event was not returned for evaluation. A follow-up report will be provided upon conclusion of investigation this product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury. H3 other text : device not returned.

Event description:
There was a large, dark hair found on our pack of laps that came in the crani pack. The procedure was delayed 15 minutes as the sterile field was reestablished with a new kit set up.